Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that during a recent clinic visit, the health care facility stated that this device was malfunctioning and not working. They stated that the device was pacing during the qrs complexes. Attempts to gain additional information have been unsuccessful. At this time the device remains in service. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Additional information received that this product was explanted.